Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed; per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the heater bag fell and disconnected. The lot number is unknown; therefore a batch review was not conducted. A labeling review found the labeling to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during fill 4 of 5 on the home choice (hc). The caregiver (cg) stated, the heater bag fell and became disconnected. The technical service representative (tsr) explained the alarm and had the cg close the clamps and cycle the power to clear both the se 2240 and the se 2367. The tsr advised to discard the supplies and either start over with new supplies or finish manually. There was patient involvement. No patient injury or medical intervention was reported.